Event description:
A journal article was reviewed that contained information regarding azygous coil extraction in cases of infection, which include cardiovascular implantable electronic device (cied) pocket infection and persistent bacteremia with or without a confirmed source. The article reports two patients with lead extractions due to infection. One patient was admitted with decompensated heart failure. During the admission, they were found to have leukocytosis and blood cultures were positive for s aureus bacteremia. The leads were extracted and ultimately the patient underwent a right sided implantable cardioverter defibrillator (ICD) implant. The other patient at the time of generator replacement, was found to have evidence of a chronic indolent pocket infection, despite the absence of prior symptoms and a normal physical examination of the pocket. A catheter was advanced to the right atrium and right ventricle, revealing a trace pericardial effusion. The leads were extracted the patient underwent implant of a cardiac resynchronization therapy pacemaker (crt-p) pacemaker. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cases of azygous coil extraction. Heart rhythm. 2022;3:65¿69. Https://doi.org/10.1016/j.hroo.2021.12.004. If information is provided in the future, a supplemental report will be issued.